Event description:
It was reported that the device lost programming. The front case was damaged. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: no patient injury/contact. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with both housing starting to split. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The device was resetting itself. Faulty pwa (printed wiring assembly) board was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review, corrected data: d4: correction: model number: 7400